Event description:
It was reported four patients experienced a dislocation. No additional information. Https://doi.org/10.1038/s41598-022-04774-2.

Manufacturer narrative:
(B)(4). Report source: foreign: country: south korea. Literature: moon, n.h., do, m.u., kim, j.s. Et al. The usefulness of dual mobility cups in primary total hip arthroplasty patients at a risk of dislocation. Sci rep 12, 774 (2022). Https://doi.org/10.1038/s41598-022-04774-2 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01933.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).